Manufacturer narrative:
The hill-rom technician found the bed exit alarm was not activated. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The hill-rom technician armed the bed exit to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit alarm is not working. The bed was located at the account in medsurg room 9108. There was no patient/user injury reported. This report was filed in our complaint handling system as complain (B)(4).